Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. This event was likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of two (2) years and four (4) months due to tricuspid stenosis and regurgitation. The ttvr was performed with a 29mm edwards transcatheter heart valve. A postoperative transesophageal echo was performed which demonstrated excellent valvular function, nominal gradient and no perivalvular leak. The patient tolerated the procedure well and there were no complications noted. The patient was transferred to ICU in stable and guarded condition. The patient was discharged home on pod #2 in stable condition.